Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. First name unknown / not provided. Last name unknown / not provided. K011028, k013227.

Event description:
It was reported that after having the patient's crown come off several times, it was discovered that the implant itself was broken. Implant had to be removed and there was a 3 month delay in the procedure. Tooth number was not provided.

Manufacturer narrative:
One impl tapered scr-v ha 4.7 mm 4.5mm 13mm (tsvwh13) was returned for investigation. Visual evaluation of the as returned product identified significant damage and fracturing at the implant collar. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for approximately 7 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Appropriate documentation was reviewed. DHR review was completed for the subject lot number 61904408. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61904408) for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information available at the time of this report.